Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer # 3005099803-2009-03264, for the other associated device information. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and endostat footswitch were planned for use during a procedure. According to the complainant, prior to the procedure during preparation, the footswitch would intermittently not activate the generator. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).